Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) received an hdd port 1 and port 2 error and rebooted the unit, but it would not come back up. The customer later stated they initially reported that it would not boot up, but that was incorrect. It just took a very long time to boot up. Also, one of the hard drives was definitely bad. No patient harm was reported.